Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited noise. The patient was brought into clinic for further testing. Chest x-ray revealed no abnormalities. The lead was capped and replaced. The patient was fine.